Event description:
Reportedly, the pacemaker patient died a few days after implant due to sma thrombus. However, pacing failure was observed at ventricular side and an x-ray was taken after implantation, which showed that the lead was no more in it's original position in the device ventricular port.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Conclusion: review of follow up data obtained through device interrogation showed that ventricular lead impedance was normal after the implantation and became higher than 3 kohms, which is consistent with a loss of output (as observed). However, reportedly, the lead was not in its original position in the pacemaker ventricular port, which would indicate that the lead had not been properly tightened at implant. Consequently, absence of output could have been observed. Nevertheless, the patient reportedly passed away due to a sma thrombus.